Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer reinstalled the barcode scanner and verified that the bus cables were securely connected. A field service engineer found multiple drawers with loose cables. Tightened, resecured, and verified the operation to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system auxiliary drawer 5, multiple pockets failed. The customer rebooted the device which did not fix the issue and requested to remove the remote manger from the intensive care unit device and put it on a different pyxis. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.